Event description:
On (B)(6) 2019, a revision surgery occurred. The primary surgery occurred on (B)(6) 2019, after which the patient fell and dislocated. The surgeon performed a poly swap and exchanged the 36/+3 standard humeral cup for a larger 36/+9 standard humeral cup.